Event description:
Customer reported she was hospitalized due to congestive heart failure and was having hard time breathing. Customer reported she was experiencing high blood glucose because of being on steroids. Customer blood glucose was 115 mg/dl. During hospital blood glucose rose 520 to 677 mg/dl. Customer had lost the insulin pump at the hospital and does not have a back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.